Event description:
During an angioplasty via radial access procedure on a pt, when the doctor attempted to remove the device, the sheath had separated into 2 parts and remained in the artery. Surgery was required to remove the remaining portion from the pt. The pt did not experience any adverse effect due to this occurrence. Additional info provided by the rep on (B)(6) 2015 stated: the physician states the pt had a collateral artery coming from the humeral artery. He adds that this can happen, but it is really rare. The sheath was in this area. A fistula specialist saw the case and said that this artery is really sensitive and thin. The specialist also indicated that when you put something in it, like a sheath, the material become occlusive and the artery showed some spasms on all its lengths. The difficulty occurred when the physician unsuccessfully tried to remove the sheath at the end of the procedure. The doctor tried to remove the sheath, at different times, with different strength levels and after some attempts, half of the sheath came out. They managed to remove the distal part of the sheath by use of a balloon and a fogarty catheter. No surgery was required and the pt is fine.

Manufacturer narrative:
(B)(4). This event is currently under investigation.